Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On 07-jan-2016 it was reported that the pump was in for only 5 months because the wrong size was implanted. A 20 ml pump was implanted when it was supposed to be a 40 ml pump. The drug in the pump, the patient's other medications and pertinent medical history were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.